Manufacturer narrative:
H10: additional information: a2 thru a5: asked but unknown b5: patient¿s health was stable leaving the or. D4: catalog, serial number, and exp. Date d6: implant date updated to (B)(6)2014. E1: first name and middle initial g4: date of new information and 510k number h3: device will not be returning/investigation is ongoing h4: mfg date.

Manufacturer narrative:
The engineering evaluation noted the revision reported was likely the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three, which led to polyethylene wear and osteolysis. However, this cannot be confirmed as the explants were not available for evaluation. (D11) concomitant device: three peg patella 41mm cn: (200-02-41, sn: (B)(6). The following section(s) have additional info: d4 (UDI number)..

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: 2014. Replaced novation poly from prior case due to wear.